Manufacturer narrative:
A user facility employee identified a water leak coming from a cracked sight glass on the generator for their 20" century sterilizer. User facility personnel contacted a steris service technician on how to proceed to stop the water leak coming from the sterilizer. The technician told the user facility's employee to turn off the valves on the generator to stop the water flow in the sterilizer which would prevent further leaking. The sight glass is located between two generator valves and is used to show the water level in the generator. When the user facility's employee subject of the reported event attempted to turn off the valves, the sight glass cracked, causing a cut on the employee's hand. The steris technician arrived on-site the following day, replaced the broken sight glass, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported with the sterilizer.

Event description:
The user facility reported the sight glass on the generator to their 20" century sterilizer cracked and an employee's hand was cut on the broken glass. Medical treatment was sought and administered.